Event description:
It was reported that, this electrode exhibited an increase in the shock lead impedances to out of range measurements. Technical services (ts) recommended to perform an xray and evaluate the electrode. Subsequently, x ray was performed, and it showed a suspected area with radio opaqueness. Additional information was received which indicated that, that a defibrillation threshold (dft) test was performed, and it was successful. The plan is to continue to monitor. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, this electrode exhibited an increase in the shock lead impedances to out of range measurements. Technical services (ts) recommended to perform an xray and evaluate the electrode. Subsequently, x ray was performed, and it showed a suspected area with radio opaqueness. This electrode remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information that the patient recently had open heart surgery. A system check post procedure in the hospital found that the shock impedance was greater than 400 ohms. Technical services advised the electrode may have been damaged during the procedure. The doctor should consider the patient is unprotected. There were no known adverse patient effects. The system remains implanted. It was reported that, this electrode exhibited an increase in the shock lead impedances to out of range measurements. Technical services (ts) recommended to perform an xray and evaluate the electrode. Subsequently, x ray was performed, and it showed a suspected area with radio opaqueness. Additional information was received which indicated that, that a defibrillation threshold (dft) test was performed, and it was successful. The plan is to continue to monitor. This electrode remains in service. No additional adverse patient effects were reported.